Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a left knee femoral component was implanted into a patient's right knee.